Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. It was also reported that the fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose level. The customer reloaded their cartridge and all issues were resolved.